Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please explain what is meant by "the knot does not run", is the suture surface hardened? Yes, exactly. It is stated this has happened several times. How many sutures broke suturing on this one patient during this single surgical procedure? Unfortunately doctor didn´t take note. Was there any change in the patient¿s post-operative care due to the prolonged procedure? No. The single complaint was reported with multiple events. There are no additional details regarding the additional events. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and sutures were used. During the procedure, the knots do not run and the threads break. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.